Manufacturer narrative:
The customer advised that through their own troubleshooting that they identified that the cause of the device powering off by itself was the non-physio (OEM) modem that was plugged into their physio device. Physio assisted the customer with returning the modem to the manufacturer for repair. Physio later confirmed with the modem manufacturer that they had replaced the hypertonic cable, chassis and strain relief to resolve the reported issue. Physio-control was not provided with the component level cause that led to their physio device powering off by itself. After observing proper operation, the modem was then sent back to the customer directly from the manufacturer. It was then confirmed by the customer that the repaired modem was placed back into service for use and that no further power discrepancies were observed when used with their physio device. Neither the physio device or the OEM modem were returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device powered off by itself when being used in conjunction with a non-physio (OEM) modem. There was no patient use associated with the reported event.